Manufacturer narrative:
Part of the intraocular lens (iol) was returned to the manufacturer. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed that the lens was received with surface residuals (debris/particles) compatible with handling the lens out of sterile environment. Haptic damage was observed. The lens condition is consistent a lens that has been explanted and is not manufacturing related. Cosmetic defects found in the returned lens are related to explant process and not manufacturing related. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that while inserting a z9002 intraocular lens, the leading haptic broke the posterior capsule. The lense was removed in several pieces during the same procedure and replaced with a z9003 placed in the patient's sulcus. There was no vitrectomy or incision enlargement required during the procedure. Patient was reported to be doing fine.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.